Manufacturer narrative:
Article citation: "a novel jakl mutant breast implant-associated anaplastic large cell lymphoma patient-derived xenograft fostering pre-clinical discoveries" report of "patient carried a textured implant and had a prior history of breast cancer" additionally article highlighted "seroma and some lymphoid aggregates on the lumen of the capsule." ,danilo fiore, luca vincenzo cappelli , paul zumbo, jude m. Phillips,zhaoqi liu, shuhua cheng, liron yoffe, paola ghione, federica di maggio, ahmet dogan, inna khodos, elisa de stanchina, joseph casano, clarisse kayembe, wayne tam, doron betel, robin foa', leandro cerchietti, raul rabadan,steven horwitz, david m. Weinstock and giorgio inghirami (17, june 2020) mdpi, cancers, vol 12, issue 6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "history of breast cancer" additionally article highlighted "seroma and some lymphoid aggregates on the lumen of the capsule."

Event description:
Journal article "a novel jakl mutant breast implant-associated anaplastic large cell lymphoma patient-derived xenograft fostering pre-clinical discoveries" reported patient experienced "patient carried a textured implant and had a prior history of breast cancer" additionally article highlighted "seroma and some lymphoid aggregates on the lumen of the capsule." Patient's reported clinical features included positive markers cd30+,cd4+, and granzyme b+. Negative markers include alk-, tia-1-, cd3-, and cd20-. Device was explanted. Device is explanted. This record is for an unknown side. Patient achieved complete clinical remission.